Event description:
During a stereotactic procedure a small bit of plastic was left in the patient's breast as the radiologist was placing the site maker. The small bit of plastic broke off the end of the device.